Event description:
It was reported via repair work order that the power cord is missing its ground prong. It was also reported that the power coil cord frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.